Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath clear was selected for atrial fibrillation ablation. It has been mentioned that the sheath was leaking air. The procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review was completed using faradrive hazard analysis and confirmed that the event of visible air/bubbles was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that the faradrive steerable sheath clear was selected for atrial fibrillation ablation. It has been mentioned that the sheath was leaking air. The procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis. It was further reported that excessive bubbles in aspiration syringe was noted during initial preparation. Pressure bag was used for irrigation. No fluid leak was seen.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported that the faradrive steerable sheath clear was selected for atrial fibrillation ablation. It has been mentioned that the sheath was leaking air. The procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis. It was further reported that excessive bubbles in aspiration syringe was noted during initial preparation. Pressure bag was used for irrigation. No fluid leak was seen.